Manufacturer narrative:
Arjo was notified about an incident involving arjo passive clip sling and maxi move passive floor lift. The charge nurse stated that at the initial phase of transfer the right shoulder clip broke. The patient was just above the bed when the incident occurred and no fall or injury was reported. After an incident arjo representative visited the customer to provide a device inspection. There was no failure within the lift that would explain the reported incident. The visual inspection of the sling involved in the event confirmed a reported failure. The clip was found to be broken in two pieces (from left to right and from top to down). The manufacturing date of the sling clips indicated that they were around 10 years old. Following information collected, the staff did not inspect the sling prior to use. In the instruction for use provided with arjo sling (max81785m-int) there is an indication that: ¿[¿] before use, always make sure that the sling straps do not show signs of fraying, tearing or other damage and that there is no damage (i.e cracking, bending, breaking) to the attachment clips. If any such damage is observed, do not use the sling. If you have any doubts about sling safety, as a precaution and to ensure safety, do not use the sling.¿ based on the instruction for in case of any doubts about sling safety and visibility sign of wear the sling should not be used. The caregiver is obliged to check each sling before use. ¿the slings should be checked before and after use with each resident [¿]¿. To sum up, while the incident occurred the clip sling and passive floor lift were being used for patient transfer. There were no abnormalities found within the lift that could cause or contribute to the event. However, sling was not up to the manufacturer¿s specification because the sling clip was broken. We decided to report this complaint to the competent authorities due to an allegation of the clip breakage during transfer.

Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted under the following registration numbers #9611530, #9681684, #3007420694, #3012292104 . Currently these products are to be submitted under arjo dominican republic registration #3012292104. After an incident arjo representative visited the customer to provide a device inspection. There was no failure within the lift that would explain the reported incident. It was also confirmed that the clip was found to be broken in two pieces. The sling's label was unreadable, however the manufacturing date of the sling clips indicated that they were around 10 years old. Additional information will be provided in a follow-up report upon the investigation conclusions.

Event description:
Arjo was notified about an incident involving arjo passive clip sling and maxi move passive floor lift. The charge nurse stated that at the initial phase of transfer the right shoulder clip broke in two places. The patient was above the bed when the incident occurred and no fall or injury was reported.